Manufacturer narrative:
Lee, d. H., sung, j. H., kim, s. U., yi, h. J., hong, j. T., <(>&<)> lee, s. W. (2017). Effective use of balloon guide catheters in reducing incidence of mechanical thrombectomy related distal embolization. Acta neurochirurgica, 159(9), 1671-1677. Doi:10.1007/s00701-017-3256-3 the solitaire device has not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the device during use. The event occurred in the patient after use of the solitaire device and its cause could not be conclusively determined from the provided information.

Event description:
Medtronic literature review found a report of distal embolization after solitaire thrombectomy. The purpose of this article was to evaluate the use of balloon guide catheter to effectively achieve flow arrest and thrombus aspiration during intervention to avoid distal embolization. The authors retrospectively reviewed 139 patients who experienced occlusions in the middle cerebral artery (mca) or internal carotid artery (ica) and underwent mechanical thrombectomy with or without a balloon guide catheter. The balloon guide catheter group consisted of 73 patients; the average age was 66.8 years; 30 patients were female. The non-balloon guide catheter group consisted of 66 patients; the average age was 64.6 years; 29 patients were female. The article states that one patient presented with left-sided hemiparesis. Digital subtraction angiography revealed a proximal m1 occlusion. Mechanical thrombectomy was performed with a solitaire fr 4x20 stent. The article states that the stent was positioned at the occluded site for five minutes, then retrieved. After retrieval, the proximal m1 was recanalized, however the distal m2 was occluded by distal embolization.